Event description:
It was reported that the displeyed volume to be infused (vtbi) amount was increasing instead of decreasing during the infusion. Reportedly the vtbi was set at 30ml with a rate of 10 ml/hr, and a few hours later the vtbi displayed 297 ml. No pt injury was reported. The amount of solutions delivered to the pt was not reported.